Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that upon checking storage space configurations, it was found that all components were off the bus except for the auxiliary cabinet. A field service engineer restarted the station to reinitialize devices, but no devices appeared in hardware test application (hta). After removing the smart remote manager (srm) from the daisy chain and restarting, only the auxiliary cabinet was visible. Swapped pyxibus cables showed the srm but not the auxiliary cabinet. Then powered down the station, reseated all connections in the comm sled and docking board, and restarted the system. Logged back into hta, all devices were detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had failed spaces. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.